Event description:
Pharmacist reported intra and extracapsular rupture. Patient additionally reported "is feeling moral pain, inexplicable physical pains and a severe asthenia". Pharmacist reported device is pierced. Left side. Device explanted.

Event description:
Pharmacist reported intra and extracapsular rupture. Patient additionally reported "is feeling moral pain, inexplicable physical pains and a severe asthenia". Left side. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, red particles in the surface of the shell/gel and opening. A microscopic analysis was performed which identify striated opening in the anterior side and an opening sharp in the posterior side based on the device analysis the final assessment is: - a striated edge opening on anterior side assessed as surgical damage. -a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported device is pierced. Left side. Device explanted.